Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The available device data were analyzed. The analysis showed no indications of a device malfunction. In summary, the device shows no anomalies in regard to the manufacturing process and the provided device data. Based on the available information, there was no indication of a device malfunction.

Event description:
After an implantation period of approx. 10 months, an asystole was observed.